Manufacturer narrative:
Complaint information: on (B)(6) 2018, customer at university of connecticut health reported cns system froze on main unit pu-621ra with serial# (B)(6). Service requested: assistance in troubleshooting . Service performed: customer reported that cns froze and there was no data loss reported, however, the unit was monitoring telemetries. Restarting the unit gave network disconnected error. Nkts suggested customer to unplug and re plug the unit for troubleshooting. Customer identified the issue to be caused by disconnected cable of the unit from power supply. After reconnecting the cable cns was functioning as per specification, cns software came up and patient's data was transmitting. Investigation conclusion: root cause of the issue was identified to be user error as unit's cable was disconnected from the main socket. The warranty of the device expired on (B)(6) 2018. According to the table in quality complaint investigations work instruction, with document ID: sop06-075, the risk priority of the issue is categorized as: high conclusion: since risk priority of the issue is categorized as: high. Monitoring of this issue will be continued, and the ticket will be updated once more conclusive information is available corrected information: b3. Date of event. F9. Approximate age of device: incorrectly calculated. Additional information: b4. Date of this report. F6. Date user facility/importer became aware of the event. F7. Type of report. F11. Date report sent to FDA. F13. Date report sent to manufacturer. G4. Date received by manufacturer. G7. Type of report. H2. If follow-up, what type? Additional information. Correction. H3. Device evaluated by manufacturer? H6. Event problem and evaluation codes. H10. Additional manufacturer narrative.

Event description:
It was reported that the central nurse's station (cns) froze during use. No consequence or impact to the patient.

Manufacturer narrative:
It was reported that the central nurse's station (cns) froze during use. During troubleshooting, the customer rebooted the cns software and the device is back up and running as normal. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
It was reported that the central nurse's station (cns) froze during use. No consequence or impact to the patient.